Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a perclose proglide device after an unspecified procedure. Reportedly, the plastic snapped between the metal and the plastic portions of the guide. The plastic sheath portion was surgically removed from the patient. Hemostasis was achieved surgically. There was no reported adverse patient sequela. The physician is reportedly trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for investigation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.